Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the touchscreen of the pump became shattered. The customer is unable to access pump features. The customer's blood glucose (bg) level was 351 mg/dl. It was indicated that the customer would take a manual injection.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data: MFR report # and section.